Manufacturer narrative:
(B)(4) - pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure in 2011. The patient experienced post-operative pain. The mild vaginal pain was treated with physiotherapy and local analgesia. No additional information was provided.